Event description:
It was reported that the following day her infusion site had felt sore and uncomfortable. After replacing the site, glucose rose above 400 mg/dl and they noticed the smell of insulin. Pwd removed the stie and found a kinked cannula. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.